Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
Report received of an overdelivery. During testing by the user facility, the device delivered a measured volume of 22 ml from an expected 20ml. Delivery accuracy for this device requires delivery expected 20ml. Delivery accuracy for this device requires delivery of 20ml (+/- 5%). There were no reports no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.